Event description:
It was reported that the blue and green connector were broken. No patient consequences or procedures information was reported.

Manufacturer narrative:
Date sent: 12/04/2007. Evaluation summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer's complaint and per the service manual performed service test and found both the blue and green dc motors adapter broken. The dc motor adapter upgrade was performed to correct issue. The analysis site also found the lcd display would not lock into place, and to correct this issue the site replaced the u-handle. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.